Manufacturer narrative:
Results: the returned device was fractured approximately 36.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a fractured device. If the device is forcefully retracted from its packaging at extreme angles or otherwise mishandled during preparation, the device may become fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, a hospital staff found that the proximal shaft of a penumbra system 3max reperfusion catheter (3maxc) was broken. The damage to the 3maxc was found prior to use. Therefore, the 3maxc was not used in the procedure. The procedure was completed with another 3maxc.